Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information. Investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product - pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the ceramic part of the tip came off intraoperatively. There was a possibility of a fragment remaining in situ. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - malfunction (report not later than 30 days). The assessment for the reportability of this malfunction was based on applicable risk analysis. Further details were not provided. The malfunction is filed under aesculap ag reference no. (B)(4). Involved components: pm450r: handle for bipolar instruments: lot unknown (internal aesculap ag ref. No. (B)(4)) pm973r: insulated outer tube 5/5mm 310mm: lot unknown (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: d9 - no product returned. H6 - codes updated. The complaint has been re-assessed and is no longer considered to be reportable. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur the reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Investigation results: the products were not received. Investigation was based upon event description, batch history review, and historical data analysis. Batch history review: the batch number was not provided. Aesculap ag was able to identify 21 batches that were delivered to the customer in march and august and manufactured during this period. The device quality and manufacturing records have been verified for all available lot numbers and the products comply with specifications valid at the time of manufacture. There are no similar complaints against the same lot number(s) with this defect pattern. Conclusion/preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon investigation results, a CAPA is not necessary.

Event description:
Involved components: pm450r - handle for bipolar instruments - lot unknown (internal aesculap ag ref. No. (B)(4)) pm973r - insulated outer tube 5/5mm 310mm - lot unknown (internal aesculap ag ref. No. (B)(4))